Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt their chest "jumping". High thresholds and dislodgement were noted on the right atrial (ra) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.